Event description:
The pt was successfully treated with coil embolization of a midline anterior communicating artery aneurysm. Nine days post procedure the pt "began to suffer an event of nose hemorrhage". It was reported that hospitalization was required and surgery was performed, but no further details were provided. The physician considered the event resolved ten days after it began.

Manufacturer narrative:
Unk as the upn and batch numbers were not disclosed. No allegation of product malfunction or non conformance contributing to the reported event. Boston scientific has made several attempts to gather additional info regarding the alleged event without result. Currently, there are no further details to report.